Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem was confirmed. Upon eval, defective cells were found in the battery pack. The cause of the battery not charging properly was faulty cells within the battery pack. The root cause of the faulty cells appears to be random component failure. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
Zoll customer support was informed by support returns that a battery pack returned to zoll due to physical damage.